Event description:
It was reported that froze on wire occurred. The target lesion was located in the very heavily calcified left renal artery. A 6.0mmx60mmx135cm (4f) sterling balloon catheter was advanced for post-dilation. However, the balloon got stuck on the guidewire. The procedure was completed with another guidewire and balloon catheter. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of the sterling balloon catheter loaded onto the related guide wire. The balloon was tightly folded, and there was blood inside the wire lumen (inner shaft). There was 17.5 cm of guide wire sticking out of the tip and 92.9 cm sticking out from the hub of the device. The guide wire was measured at both ends, and each end measured .0175 inches. The tip, balloon, inner/outer shaft and hub were microscopically and visually inspected. Inspection revealed outer shaft damage (necked/ stretched) located 44.5 cm and 78 cm from the tip, and inner shaft damage (buckling) starting at the tack weld (11cm from tip) and the damage continued for 18 cm. Inspection of the remainder of the device revealed no other damage or irregularities. The guide wire could not be removed from the sterling catheter, so inner shaft (at tip and hub) could not be measured, and functional testing could not be performed.

Event description:
It was reported that froze on wire occurred. The target lesion was located in the very heavily calcified left renal artery. A 6.0mmx60mmx135cm (4f) sterling balloon catheter was advanced for post-dilation. However, the balloon got stuck on the guidewire. The procedure was completed with another guidewire and balloon catheter. No patient complications were reported.